Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, was received on jul 02, 2021 with lot number 3021890. Visual analysis of the returned device identified, the weight the device within specification and fold creases. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture (grade unknown). Device has been explanted.

Event description:
Physician reports capsular contracture baker grade iii diagnosed by MRI.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported right side capsular contracture (grade unknown). Device has been explanted.